Event description:
(B)(4) from orneo reported that, during the cementless partial hip surgery done by (B)(6) in (B)(6) 2013; 6001-2800 (lot:mmayvr), was supposed to lock into 6054-1218s (lot:mkdthn) due to its conical structure but it didn't lock. Replacement stryker product was requested from dealer office. Surgeon waited for the new product for 10-15 minutes, didn't want to wait longer, then used the smith & nephew's femoral head in combination with these stryker products; 6054-1218s and (B)(4). As reported, surgeon spent some time to remove the (B)(4) from the patient. Below products that had to be used in the surgery are wasted. (B)(4) (lot:mley3l) and 6001-2800 (lot:mmayvr).

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding a femoral head not locking on to a femoral stem involving a c-taper cocr head was reported. The event was not confirmed. A visual inspection did not reveal any irregularities. The inspection results using the air gage indicate that all of the taper features are within all the required specifications. The result of the functional test indicates that the returned device was successfully assembled on to a femoral stem and could not be removed suggesting that an adequate taper lock was achieved. Medical records evaluation not performed as medical records were not provided for evaluation. A review of the device history records indicates the devices were manufactured and accepted into final stock on with no reported discrepancies. There have been no other events for the lot referenced. The returned device was dimensionally and functionally acceptable. It is also possible that there was fluid or debris inside the head during the assembly that prevented the head-stem taper lock. No root cause could be determined.

Event description:
(B)(6) reported that, during the cementless partial hip surgery (B)(6) 2013; 6001-2800 (lot:mmayvr), was supposed to lock into 6054-1218s (lot:mkdthn) due to its conical structure but it didn't lock. Replacement stryker product was requested from dealer office. Surgeon waited for the new product for 10-15 minutes, didn't want to wait longer, then used the smith & nephew's femoral head in combination with these stryker products; 6054-1218s and uh1-50-28. As reported, surgeon spent some time to remove the uh1-51-28 from the patient. Below products that had to be used in the surgery are wasted. Uh1-51-28 (lot:mley3l) and 6001-2800 (lot:mmayvr).